Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the high capture threshold allegation was not confirmed. The lead resistances measured normal.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. This ra lead was then explanted, and the patient was given intravenous antibiotics. No additional adverse patient effects were reported.